Event description:
It has been reported to philips that the customer was unable to perform exposures due to low disk space. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce an x-ray due to low disk space. A review of the system log file showed malfunctioning of the frontal ip-pc. Upon functional testing, fse found that the imaging processing computer (ippc) needs a replacement. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the ip pc and imaging hard drives by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.